Manufacturer narrative:
Two used laser fibers and one unopened laser fiber were received. Upon inspection of the used fibers, it was determined that both fibers fractured right at the point where the buffer had been stripped off of the fiber. The buffer was stripped off to inspect the cladding, at the point where the blades cut into the buffer and could potentially have contacted the quartz cladding a small mark that could have been caused by the stripping blades was observed. It is possible those stripping the fiber used the incorrect size stripper and scored the quartz cladding. The third unopened fiber was opened and inspected, no marks were observed on the fiber. Will contact the physician for additional information concerning this event, should additional information become available, it will be forwarded.

Event description:
The doctor fired the 940 micron laser fiber 1x and the end of the fiber fell off. He then tried another 940 micron, fired it approximately 5-8 times and the end of the fiber fell off. Were there any adverse effects on the pt due to this occurrence? Yes, the 1st fiber caused slight bleeding in the bladder. Presumably, the doctor drained the bladder and the fiber ends came out with what was drained from the bladder.